Manufacturer narrative:
The pressurewire x, wireless was returned for analysis. The reported event of the distal tip coil fracture and detachment was confirmed. The results of the investigation concluded that the radiopaque tip and distal corewire had been fractured and were not returned, consistent with the reported event. There was evidence of the tip coil proximal weld joint. There were multiple bends throughout the guidewire. Additional analysis revealed that the guidewire was exposed to excessive torqueing and manipulation consistent with the fracture at the distal tip coil and the distal corewire. Torqueing or excessive manipulation of the guidewire in a sharp bend, against resistance, or repeated attempts to cross a total vessel occlusion may damage and/or fracture the pressurewire, which is inconsistent with the instructions for use (IFU) artmt600046767 rev. A. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
When the guidewire was used for ffr measurement in the lad, the tip of the wire detached and became lost in the patient's anatomy. The tip was attempted to be retrieved with a sling but was unsuccessful. The tip was left in the patient with no consequences.